Event description:
It was reported that insufficient formation of the obsidio embolic occurred, requiring an additional device. This obsidio conformable embolic was selected for use during a retroperitoneal embolization procedure. The target vessel was located in the low, distal left side of retroperitoneum and the vessel size was 1-2mm per the physician. During the procedure, the physician was at the distal vessel they wished to embolize and used a truselect 130cm microcatheter. The obsidio conformable embolic was attached to the microcatheter using wet-to-wet technique. The physician started injecting and after filling the dead space of the microcatheter, no obsidio was visualized under fluoroscopy. At this point, there was roughly estimated approximately .3ccs of obsidio left in the syringe. It was noted that the flow of obsidio was smooth when injected; however, when it got to the end, it was harder. It was attempted to inject the remainder of the embolic, but it was getting significantly harder to inject. The microcatheter was removed and replaced with a new one to do a hand contrast run. Once performed, there seemed to be no product visualized anywhere in the patient. No embolization had taken place and there was still blood flow to the vessel. A penumbra ruby low profile coil was placed as an alternative to the conformable embolic. Following this, outside the patient at the back table, an attempt was made to flush the first catheter used for obsidio to see if any would come out and none was able to come out of the microcatheter. Some of the product was removed from the hub of the microcatheter and placed on the table, and the consistency seemed to be more clay like material than soft gel. The remainder less than 0.1cc in the syringe was also pushed out onto the table, which also was a changed, dehydrated consistency. There were no patient complications as a result of this event.